Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator was turning on by itself. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device was turning on by itself. The biomed was able to verify the issue. The rse recommended that the biomed replace the user interface (ui) pcba and provided part number. Investigation is ongoing.

Manufacturer narrative:
H10: the customer reported that the user interface (ui) pcba was replaced to resolve the issue. The device was returned to service. This concludes the investigation.